Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: on investigation, the alleged replace battery issue was verified in the black box but not duplicated in the evaluation. Review of black box data found low and replace battery warnings in the alarm history. There was evidence of a partially discharged battery being installed in the pump. The pump powered on using a test battery cap. A rewind/load/prime sequence was completed without issues. Electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion or loose component was found inside the pump. No intermittent connections were found with the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the pump alarmed for replace battery at least 3 times in the past 30 days. It was reported that the correct battery type and settings were used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.